Manufacturer narrative:
(B)(4). The device has been received and an eval is pending. A f/u report will be submitted once the investigation is complete.

Event description:
Customer reported that an over infusion of heparin in the surgical unit. The event is described in the pt safety net report as: md ordered to start heparin gtt at 5 units/hr. Rn hung heparin at 1245. At 1305, rn noted heparin bag was nearly empty. Pt had received heparin bolus of 25,000 units IV. Pump programmed correctly. Pump and module changed out and sent to biomed. IV tubing discarded. Customer reported high harm score for event and medical intervention was required (specifics not provided). The pump module was the only device sequestered. Medwatch states: "pt received heparin 500 units/hr (=5ml/hr). A 250ml bag was hung at 1245 with drip rate correctly entered at 5ml/hr. By 1305 the full 250ml had infused and the pt had received 25,000 units heparin. Pt was transferred to ICU where she was closely monitored for 24 hours. The pt's clotting parameters were altered for the 1st 8 hours following this infusion but came back to normal. She had no bleeding or sequelae as a result of this incident."